Manufacturer narrative:
Concomitant medical products: the patient's medications include; atorvastatin, aspirin, diovan, feosol, furosemide, glipizide, metoprolol succinate ER, warfarin and zaroxolyn. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2006, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, follow-up imaging identified a right distal type I endoleak and aneurysm enlargement of 1.2 cm. It was reported the endoleak was caused by an inadequate seal (only approx 5mm) into the right common iliac artery by the trunk-ipsilateral leg component during the initial implant procedure. There was reportedly no evidence of migration. On (B)(6) 2015, an additional procedure was performed to treat the endoleak. A contralateral leg component was implanted for distal extension to the level of the right internal iliac artery with no reported coverage of the right internal iliac artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.